Event description:
The customer reported speaker malfunction inop message displayed. No sound coming from monitor's speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The (rse) spoke to the customer and confirmed the reported issue. The rse stated that the loud speaker appears to be defective and will need to be replaced. A nemo (non engineering material only) service was agreed upon for the replacement of (453564204381, iv2-stat mechasy loudspeaker). The customer ordered a replacement speaker to resolve the issue.